Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented in complete heart block with no escape rhythm. It was further reported that the rv lead exhibited dislodgement. It was also reported that the patient expired when transcutaneous pacing was stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital after being found unresponsive at home, external pacing was required and lifesaving treatment was provided when the patient had a pulseless electrical activity arrest in the emergency room. The right ventricular (rv) lead exhibited possible loss of capture, a sensing issue and high thresholds. The right atrial (ra) lead also exhibited oversensing and intermittent undersensing. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.